Manufacturer narrative:
The insulin pump's buttons functioned properly. However, corroded keypad traces were found. No button error alarm occurred during testing. No moisture damage on the electronics assembly was noted. The following cosmetic damage was found on the device: cracked battery tube threads, cracked reservoir tube lip, cracked case near display window corners, and stained end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer stated that his insulin pump alarmed with a button error. His blood glucose value at the time of incident was 193 mg/dl. The customer doesn't recall any significant events leading to the alarm, but mentioned that the pump may have been exposed to sweat during a bike ride. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.